Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported during a posterior spine fusion procedure, the neurosurgeon used the spetzler skull clamp for positioning a patient and noticed the side does not completely lock when on patient. No patient injury reported by staff or surgeon. The procedure was completed with no adjustments made to patient positioning during the procedure. The customer reported the (B)(4) pins p/n m-1535 were the skull pins used with the clamp. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Additional information received 21jun2016: the customer reported, the surgeon was not certain, when asked what specifically was not locking on the device.

Manufacturer narrative:
(B)(4). One (1) m-1500 assy spetzler skull clamp was returned as the complaint sample. The etchings on the sample were noted to be small and lightly legible: the lot code was displayed as f14 (june 2014), the sample was possibly in use for more than 2 years. Upon initial visual inspections the sample was noted with signs of usage, such as scratch marks, nicks and dings and some slight discolorations. Signs of cleaning such as water spots and surfaces scuff marks were noted all over the surfaces of the sample. Further visual inspections confirmed that no signs of excessive forces or damages were noted. The sample was returned in one piece with the male assembly part (m-1500/823) inserted/ratcheted in fully into the female assembly part (m-1500/821). Functional testing was performed. The ratcheting of the male and female assemblies was normal and the sliding back and forth was smooth. The pressure gauge knob/screw (m-1500/801) also functioned normally. The issue was narrowed down to the notchy and interrupted swiveling and functioning of the rocker arm assembly. This was noted to be non-conforming. The turning of the index swiveled to lock position normally; however during the lock position the swiveling assembly with the curved rocker arm (m-1500/800) had slight movement of 2.5 to 3 mm up and down; this was not normal and was most probably due to a loose clutch assembly inside the swivel locking components. For further investigational purposes the rocker arm swivel assembly was disassembled and further examined for any issues. Before disassembly, the rocker swivel screw holding the index knob was noted to display some marring and nicks possibly indicating signs of screw tampering. Upon disassembly, the internal components and the clutch mechanism appeared to be normal; lubrication was noted over the components as applied normally. No signs of breaking, warping, cracking or any heavy damages were noted and all parts were present and intact. Some slight discoloration, oxidized metal shavings and lubrication residues were noted throughout the internal parts. This is possibly due to normal usage related wear. All the internal parts of the rocker arm swiveling assembly were cleaned for further clarity during visual inspections. The main clutch was noted to display slight marring and discoloration where the ball bearings make contact and travel on the clutch plate. The starburst grooves on the back of the clutch plate and the swivel assembly were noted to be normal and did not display any heavy wear. The internal parts did not display any signs of disassembly, removal or third-party repair work. Next, the internal parts were lubricated and assembled back to together as normally manufactured. The functioning was noted to be smooth however the locking function displayed some movement and looseness, this was adjusted normally as part of the manufacturing process by further screwing in the rocker swivel screw (m-1500/813) a few threads in and following it up by locking the screw in place by tightening the rocker swivel locking screw (m-1500/814) after performing this adjusting step the locking function was performed normally and stayed tight, without displaying any signs of movement. Upon unlocking the index knob the rocker arm assembly swiveled smoothly for multiple rotations. Final check confirmed that the pressure gauge knob/screw (m-1500/801), the ratcheting of the male and female parts and the adjusted rocker arm assembly were all noted to be functioning normally with no issues. No other defects were noted aside from the failure mode reported and no signs of corrosion or discoloration were noted. Device history records were reviewed for m-1500 from lot code f14. All work instructions were completed accordingly. All deviations or non-conformances were handled appropriately and qa performed testing and all inspections passed. Conclusion(s): based on the investigation of the returned sample and in-depth analysis of the reported failure mode. The root cause was most likely due to personnel failed to re-adjust the rocker swivel screw/rocker swivel locking screw and check for proper functioning. After optimum locking functioning is achieved by screwing in the rocker swivel screw, that screw's position on the threads must be locked in to place by tightly screwing in the rocker swivel locking screw. This step may have been overlooked or improperly performed. No other defects or non-conformances were noted. A quality alert has been issued to the applicable personnel regarding this issue.